Event description:
Related manufacturer reference number: 3006705815-2023-01908. It was reported that patient experienced falls and in turn had ineffective stimulation. Lead diagnostics showed the leads had all high impedances. Surgical may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored and impedance issue resolved.